Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coil was beyond the expected lower range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an out of range impedance measurement for low high-voltage lead impedance possibly between the superior vena cava (svc) and right ventricular defibrillation conductor. The rv lead currently remains in use. No patient complications have been reported as a result of this event.